Event description:
It was reported that patient was experiencing discomfort due to the ipg. The patient was also experiencing inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 19551602.